Manufacturer narrative:
Should additional info become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent. The event is captured in our labeling as a foreseeable event.

Event description:
Info received indicates a (B)(6) old female was implanted with an acticon device details were not indicated. On (B)(6) 2010, the entire device was removed and replaced due to fluid loss. Ams has requested additional info.